Event description:
It was reported that an et45b and zr45b were used during a laparoscopic procedure. It was reported by the affiliate that on the second firing, the instrument could not staple the tissue at all, although the rep observed that the cartridge was newly opened and staple drivers were "fully moved properly" after firing. The case was converted to an open procedure. The devices were discarded since it was a hepatitis case. 10/14/1998, additional information from affiliate: after the second firing, the tissue was not stapled at all but it was cut. The surgical area was thus contaminated and the case was converted to an open procedure. The tissue was reanastamosed with a new stapler.